Manufacturer narrative:
Citation: parker-pitts, k., weymouth, w., frawley, t. Intrathecal baclofen overdose with paradoxical autonomic features mimicking withdrawal. The journal of emergency medicine 2020; e-pub ahead of print. Doi:10.1016/j.jemermed.2019.12.031. Date of event: please note that this date is based off the date of publication as the actual event date was not provided. It was not possible to match this event with any previously reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Summary: the article presents a case of presumed baclofen toxicity that presented with autonomic findings generally more representative of those found in withdrawal. Reported events: the patient's pump was replaced due to malfunction. The pump had been having motor stalls and underfilling.